Manufacturer narrative:
(B)(4). Analysis description: final analysis found silicone in the setscrew hex cavity, which prevented full insertion of the torque driver. The material found resulted in the reported setscrew anomaly.

Event description:
It was reported that during a lead revision procedure, the implantable cardiac defibrillator exhibited a setscrew anomaly. The device was explanted and replaced. The patient was in good condition.